Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was back loaded over a jagwire to access the common bile duct. When the physician was maneuvering the spyscope ds to deflect the tip, it was noticed that the working channel of the spycope ds protruded. Reportedly, no part of the device detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."